Event description:
It was reported that during a breast biopsy procedure, as they deployed the marker they noticed that the marker had jammed. When trying to remove the marker, the entire sleeve separated. They changed markers and finished the case.

Manufacturer narrative:
(B) (4). (B) (4). Introducer sheath detached from handle, clear tip sheared at distal tip. Evaluation summary: the analysis results of the mam3008 found that it was received with the introducer tube detached from the handle and with the tip sheared off, the piece was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the tip of the introducer tube sheared off is the removal of the mammomarker from the disposable probe while it is still inserted into the patient breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the patient breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. A corrective action has been initiated to address the root cause of the tip of the introducer tube sheared off and marker deployment issues. A batch record review was performed and no anomalies were found during the manufacturing process.